Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The patient was able to flip the ipg in the pocket. The patient underwent a pocket revision, during which, the physician moved the ipg two inches lower than the original ipg location.